Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high voltage on shock channel during charge. There was a low, out of range shock impedance alert as well. The device was recommended to be replaced. There was also noisy signal over sensing and some blanking and under sensing observed at the right atrial (ra) lead channel. Both ra and right ventricular lead are non bsc devices. There was an episode where the device delivered what appears to be inappropriate anti-tachycardia pacing and a shock that accelerated the rhythm to ventricular fibrillation. The system remains implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high voltage on shock channel during charge. There was a low, out of range shock impedance alert as well. The device was recommended to be replaced. There was also noisy signal over sensing and some blanking and under sensing observed at the right atrial (ra) lead channel. Both ra and right ventricular lead are non bsc devices. There was an episode where the device delivered what appears to be inappropriate anti-tachycardia pacing and a shock that accelerated the rhythm to ventricular fibrillation. The system remains implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of device codes: h6, field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high voltage on shock channel during charge. There was a low, out of range shock impedance alert as well. The device was recommended to be replaced. There was also noisy signal over sensing and some blanking and under sensing observed at the right atrial (ra) lead channel. Both ra and right ventricular lead are non-bsc devices. There was an episode where the device delivered what appears to be inappropriate anti-tachycardia pacing and a shock that accelerated the rhythm to ventricular fibrillation. Additional information was received mentioning that the device triggered a code 1006 regarding impedance issues within the system. The crt-d was requested to be replaced. After a device analysis it was determined that the crt-d had been damaged a couple years ago from a shock into a shorted lead. This damage resulted in the subsequent high voltage during charge faults. At this point the system was explanted and a new one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high voltage on shock channel during charge. There was a low, out of range shock impedance alert as well. The device was recommended to be replaced. There was also noisy signal over sensing and some blanking and under sensing observed at the right atrial (ra) lead channel. Both ra and right ventricular lead are non-bsc devices. There was an episode where the device delivered what appears to be inappropriate anti-tachycardia pacing and a shock that accelerated the rhythm to ventricular fibrillation. Additional information was received mentioning that the device triggered a code 1006 regarding impedance issues within the system. The crt-d was requested to be replaced. After a device analysis it was determined that the crt-d had been damaged a couple years ago from a shock into a shorted lead. This damage resulted in the subsequent high voltage during charge faults. At this point the system was explanted and a new one was implanted. The crt-d has been returned for analysis. No additional adverse patient effects were reported.